Event description:
It was reported when the device was used during an open gastric by-pass, three to four days post operatively, the patient experienced leakage at the gastrojejunostomy site. Patient returned to surgery. The leakage was repaired using sutures.